Manufacturer narrative:
Block a2 the patient's age is an approximate. The patient's exact age was not provided by the complainant. Block h6 device code a150101 is being used to capture the reportable event of cinch failure to deploy. Imdrf code f2301 is being used to capture the reportable event of additional device required.

Event description:
It was reported to boston scientific corporation that an overstitch suture cinch was used during a defect closure procedure on (B)(6) 2026. During the procedure, the cinch did not deploy and was stuck in the scope channel. The defect was closed using mantis clips, a resolution 360, and an instinct clip. There was no patient complications reported as a result of this event.